Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the basal history appeared to be inaccurate due to a manual time/date change in the black box from (B)(4) 2015 at 20:02 to (B)(4) 2015 at 08:30. The pump was exercised for 24 hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and the tdd showed 24.0u. No alarms occurred during testing. The battery compartment was found to be cracked. The display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump's basal record did not reflect the active basal program. The reporter stated that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl with no symptoms of hyperglycemia. The alleged blood glucose excursion does not meet the criteria for a serious injury. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.